Event description:
Patient that was implanted on (B)(6) 2023 at duke was just explanted. No further details yet. Waiting to hear from surgeon for details. 12.18.23 update spoke with physician and patient came back to the hospital with leg weakness and bladder, incontinence and bowel incontinence that she blamed on the stimulator. Neurology saw her and felt she was making up symptoms, but couldn't diagnose her until they can get an MRI they wouldn't do an MRI with the device in place so the decision was made to take it out. It was determined she was completely faking her symptoms.